Event description:
There was a report of a cgm error 42 involving a g6 sensor. The customer's blood glucose level was not adversely impacted. Technical support assisted the customer by providing detailed instructions for a pump reset, and after following these steps, the customer successfully started their sensor session without further errors.